Event description:
It was reported to philips that the device's som pca needed replacement. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the dfm100 som pca assy, p/n : 453564489051, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.